Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating normal termination). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigation and sensor was de-cased; no ssues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification, and no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader and experienced symptom of disoriented. A comparison blood glucose test of 2.1 mmol/l was obtained on the healthcare professional meter and required treatment of juice by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader and experienced symptom of disoriented. A comparison blood glucose test of 2.1 mmol/l was obtained on the healthcare professional meter and required treatment of juice by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.